Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products include: stockert j70 rf generator (us catalog # s7036, serial # (B)(4)). (B)(6). (B)(4).

Event description:
It was reported that a patient underwent a procedure with an unspecified thermocool® smart touch¿ bi-directional navigation catheter. It was reported that during the procedure ablation was stopped by an ¿impedance to high¿ error message. When the catheter was remove from the patient¿s body, clotting was found stuck to the tip of the catheter. The clotting was wiped off and flushing was conducted to continue with the procedure. It was then found that the setting selection on the generator was wrong, a non-irrigation setting was selected in spite of using an irrigation catheter. The procedure was completed normally. No patient consequences were reported. The issue of impedance to high error message is not a reportable event. However, the clot found attached to the tip of the catheter is reportable.